Event description:
A philips field service engineer observed an error code 20004 (front end failure) upon power on of the device.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.